Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the bolus history from (B)(6) 2014 was missing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/12/2015 with the following findings: the pump powered on normally to the verify screen with functional auditory and vibratory features. The pump successfully completed a rewind, load, and prime sequence and was exercised for 24 hours with no errors, alarms, or warnings occurring. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed and were accurately recorded in the pump history. The keypad buttons were tested and there was no hypersensitivity observed. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.